Event description:
Patient with carotid stenosis was in surgery for left carotid endarterectomy. The IV set was set up by the surgical rn. The anesthesia tech helped anesthesia hook the IV set to the patient. The anesthesiologist checked the line and discovered that the dial was not functioning properly; the dial would not slow the infusion. The anesthesiologist informed the nursing staff in the room to get a functioning IV dial set. Staff got a new set from clean core and found the same problem. Nursing staff then looked at lot numbers and gathered all the sets with the same lot number as a precaution for the faulty working gauge. Two sets with the same lot # and packaging were saved for investigation, as well as the IV set from this case. They found a set with a different lot number and it worked properly. The surgical procedure was completed without complications. The patient was discharged home in good condition the next day. Nursing described the problem with the IV set as "masterflow gauge control doesn't seem to work correctly. There is no flow until fully open, then unable to slow the rate per dial as intended to work at variable flow rates. Surgeon noted a previous case had the same problem." All of the IV sets with the lot # were pulled as a precaution. The IV tubing from this case contains phenylephrine.